Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss anomaly during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, missing end cap sticker, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and address label peeling damage. Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery power loss anomaly during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, missing end cap sticker, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and address label peeling damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced an off no power error and a low battery indicator on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer returned the product back for analysis.